Manufacturer narrative:
The reported defective component (the swab) is supplied complete by a sub-contractor. The sub-contractor for this lot is no longer in business and could not be notified of this incident. This component lot has been used in 19 different finished good lots, with no other reported incidents. The finished good lot used for this occurrence was past its expiration date (by 4 months) at the time of this incident.

Event description:
Stainless steel shaft mini-tip swab was used to collect a urethral sample from the patient. The tip of the swab was retained in the patient's urethra. Patient returned to the emergency room on (B)(6) 2011 and was referred to a urologist for a cystoscopy procedure on (B)(6) 2011. The swab bud was not recovered and is assumed to have passed naturally. No further follow up treatment is needed for the patient. Product lot was past its expiration date at the time of use.